Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical pseudoarthrosis, c4-c6, with cervical radiculopathy and underwent the following procedures: c4, c5, c6 posterior instrumentation arthrodesis for pseudoarthrosis with lateral mass screw s. C5-c6, c6-c7 lamino-foraminotomy for nerve root decompression bilaterally. Posterior arthrodesis c4-c6 with local lamina bone and infused bone morphogenic protein. Application of cranial tongs. As per op-notes,¿I confirmed my position on anterior-posterior and lateral images. Next, I irrigated the wound with 2 liters of sterile saline. I did lamina foraminotomies at c4-c5 and c5-c6 decompressing the c5 and c6 nerve roots using a high-speed drill and 2 mm punch keeping the mid-line structures intact. I then decorticated c4, c5 and c6, placed local lamina bone, cortico-cancellous bone, and extra-small infused bone morphogenic protein posterior laterally for c4-c6 arthrodesis. Placed lordotic rod and placed set screw and counter torqued. Final anterior-posterior and lateral images confirmed good hardware position. Hemostasis was achieved.¿ the patient tolerated the procedure well without any intraoperative complications. Post-operatively, the patient was diagnosed with degenerative cervical spinal stenosis, fibrous non-union.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.